Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(6) was unable to draw. This was discovered before use. The following information was provided by the initial reporter: a syringe didn't draw drug.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was unable to draw. This was discovered before use. The following information was provided by the initial reporter: a syringe didn't draw drug.

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported a syringe didn¿t draw drug. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.